Event description:
A confused patient was placed in a total lift ii chair. The 2 velcro straps were secured on the patient. The nurse left room and the patient was able to pull the safety belts off and fell foward off the chair onto the floor. The patient suffered a laceration to the forehead. The chair may need a different type of belt that can be secured and which is not easily accessible to the patient.